Event description:
It was reported that the insulin pump alarmed no delivery excessively. The customer stated that when she tried to fill the tubing with the infusion set, she received the no delivery alarm. She noted that she had to use up 3 infusion sets trying to fill the insulin pump. She declined to provide the blood glucose reading. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.